Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the events. On an unreported date, the patient was treated with vancomycin injection (1g start dose, discontinued, route, frequency not reported), intraperitoneal (ip) amikacin injection (500mg start dose, followed by 100mg per bag per day, discontinued) and ip imipenem injection (1gm, once a day, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital and was recovered from the peritonitis event. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis (twice a week). No additional information is available.